Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that she needed assistance with her high blood glucose. Customer was doing manual injections. Customer stated that her blood glucose would slowly creep back up. Customer believes that the pump basal was not functioning as it should. Customer stated that this occurred sunday night to monday afternoon. Customer switched to lantis and then humalog injection. Customer stated that when she would correct with her pump, her blood glucose would go down to the high 300's and 400's mg/dl. Customer would then do a manual injection and her blood glucose would come down. Customer's blood glucose was 525 mg/dl at the time. Customer's current blood glucose was 140 mg/dl. Customer reported symptoms of high blood glucose such as nausea. Customer does not have a tubing clamp available and will be sent one. Customer was advised to do a complete set change. Customer stated that her doctor advised her to revert to a back-up plan and to discontinue use of the pump.

Manufacturer narrative:
The insulin pump passed displacement, basic occlusion, prime, excessive no delivery, occlusion, self test, and a21 error tests also, the operating currents tested with in the specification range and passed off no power test. However, the insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and cracked case near the display window corners noted.